Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt says that on saturday they started seeing a "call medtronic" message and says that now the controller won't turn on and says they have had pain because they can't charge. Resetting controller fixed issue, but then pt tried to charge ins and got no device found. It then went to "unfamiliar device found" and pt was then able to pair with it and charge. They report they are getting excellent quality and its now charging. Issue resolved. The troubleshooting steps that were taken on the call resolved the issue. Pt called from registered number and mentioned they had issues with getting stable recharge quality and consistently got poor recharge quality. Pt insisted the issue was with the controller. Pt got poor recharge quality using both rechargers on the call(pt had 2 ins and had 2 rechargers). Pt said the issue was with the controller for their left ins. Pt inspected the recharger antenna (rtm) cord and plug, but no damage was detected. Pt repositioned the rechargers many times on the call, managed to get good recharge quality, but quality quickly switched to poor. Pt demanded the controller be replaced. Patient services specialist(pss) did not collect address on call, so email to repair was not sent. Pss tried to call the pt back several times and left voicemail for pt. An email was sent to repair to replace the controller.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: product ID: 97745, serial/lot #: (B)(6) was returned for product analysis. Analysis found there were stripped screw holes causing case separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a patient (pt). It was reported that they are still having issues charging their implant. Patient was slightly escalated early on in the call. Patient stated that the controller light will be flashing green and then change to yellow while charging their implant. Patient also said that they get poor recharge quality often when trying to charge. While on the call, the patient stated that they are charging and have had the paddle on for the last hour. Patient stated that their controller is at 90% and that their implant is at 60%; they followed up by saying that their implant battery is 60% now and is green and charging but will suddenly change to a yellow light. Patient mentioned that they leave their charger on overnight to the wall; agent understood this to mean that the patient charges their controller overnight. A replacement recharger (rtm) was sent out.